Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 1218950-2017-05138 was submitted.

Manufacturer narrative:
Phone number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the vs4 had a speaker malfunction inop message / audio failed alarm. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.